Event description:
It was reported that the patient underwent a gynecological procedure in 2008 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, and vaginal scarring. It was reported that the patient underwent secondary revision, cystoscopy, perineoplasty on (B)(6) 2012 due to s/p sling, complaints of pain at sling site, banded posterior fourchette with complaints of pain. (B)(4).